Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
Corrected data for (B)(6). No customer return sample was available for evaluation. The prism (B)(6) package insert was reviewed and provides information regarding assay sensitivity. A review of quality records were performed to determine if other customers had experienced similar issues that might warrant further evaluation. This review did not show any unusual activity related to the customer observations. No other complaints for lot 32455m500 were found. A (B)(6) sensitivity in-house panel was tested with lot 32455m500. The panel testing produced results indicating that the reagent lot is meeting expected sensitivity requirements. Therefore, the product is performing acceptably. No product deficiency was identified.

Event description:
The account generated (B)(6) prism hbsag results on an organ donor procurement sample. Initially, the sample tested prism hbsag repeatedly (B)(6). The physician questioned the result and a second sample was obtained which tested prism hbsag (B)(6). Then, the initial sample was used for (B)(6) confirmatory testing with a confirmed (B)(6) result. Additional testing was (B)(6). No information is available as to any fluids or blood given to the donor between the two sample draws. No donor information is available. No impact to patient management was reported.